Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. The high thresholds were likely due to the lead tip location. No additional adverse patient effects were reported.

Event description:
It was reported that a revision took place due to this right ventricular (rv) lead exhibiting high pacing thresholds. The high thresholds were likely due to the lead tip location of the lead. The lead was not explanted and remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that a revision took place due to this right ventricular (rv) lead exhibiting high pacing thresholds. The high thresholds were likely due to the lead tip location of the lead. The lead was not explanted and remains implanted. Additional information provided indicates that during routine follow-up, this lead showed a decrease in the pacing impedance from 514 to 383 ohms in approximately six months. This was noted to be expected due to the change from bipolar to unipolar configuration when the high threshold was observed, as unipolar configuration exhibits lower impedance measurements. The pacing impedance trends remain stable. The patient will continue follow-up. No additional adverse patient effects were reported.